Event description:
Screw is crooked when loaded onto driver. Patient outcome: no adverse affect reported as a result of this event.

Manufacturer narrative:
Additional devices involved in the event:catalog no. Lot no. Mfg. Date51645 678170 11/24/2008;51645 507680 08/26/2008.